Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one fully peeled 16.5fr introducer peel-apart sheath was returned for evaluation. Gross visual evaluation was performed. The investigation is confirmed for the reported fracture and material separation issues as one t-handle was noted to be detached from a sheath shaft. However the investigation is inconclusive for the reported difficult or delayed separation as the exact circumstances at the time of reported event was unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 04/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the device sheath allegedly cracked. It was further reported that the device peeled away and the handle of the sheath broke off. Reportedly, the device was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the device sheath allegedly cracked. It was further reported that the device peeled away and the handle of the sheath broke off. Reportedly, the device was removed. There was no reported patient injury.